Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) failed to deliver energy output, and the iesu made the sound as if it was firing. The sound continued even after releasing the foot pedal and removing the instrument. The customer used a backup e-200 to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced e-200 integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use.